Event description:
It was reported that during the first fitting, the patient did not perceive enough loudness produced by the implant. However, in situ testing were indicative of a functional device. The clinic decided to carry out a second look surgery to improve the placement of the floating mass transducer (fmt) to the round window. During this procedure, which took place on (B)(6) 2014, the surgeon reportedly realized air or liquid bubbles in the conductor link, and decided to re-implant the patient with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.